Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 98 mg/dl. Upon troubleshooting, insulin did exit the tubing during a fixed prime. A bent infusion set cannula was found. The customer stated that she did have scarred or hardened tissue or stretch marks in the insertion area. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.